Manufacturer narrative:
Reliability analysis inspected 1 opened/used sensor and found sensor cannula broken. The broken part was still attached to sensor tubing. Unable to confirm if customer received the sensor damaged because the sensor was opened/used.

Event description:
The customer reported via phone call that the sensor was missing the cannula. The transmitter did not blink when connected to the sensor. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.